Event description:
The reporter stated that during a surgical procedure to take a skin graft from the patient, the dermatome worked initially, but then the skin started to get "torn up." The device will be returned to integra for evaluation. Integra has requested additional clinical information.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.